Manufacturer narrative:
H3, h6: the device intended to be used in treatment been returned for evaluation. Visual inspection confirmed no issues reported. Functional evaluation confirmed the device failed to generate or control negative pressure due to the vacuum motor being defective, establishing a relationship between the reported event. Root cause determined as component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys go was not able to generate and control negative pressure due to a defective vacuum motor. No case involved; therefore, there was no patient involvement.